Event description:
Received information from the customer that a heart valve had been explanted. No information has been made available regarding the model number, serial number, implant duration or the reason for explant. However, the device is in the process of being returned for evaluation.

Manufacturer narrative:
Customer report of explanted edwards device was not confirmed. Returned valve did not appear to be an edwards device. No presence of wireform in returned valve suggested that this was not an edwards valve. Repeated requests for additional information to the surgeon/surgeon's office have not been successful in getting additional information or clarification of this event and device. Through product evaluation, it was determined this is not an edwards lifesciences valve. The surgeon has been informed of our findings.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. The model, serial number and implant date of this device have not been provided. Therefore, no device history record (DHR) review can be done at this time. The device is currently en route from (B)(6) to the u.s. And, once it has been received and evaluated, the device will be dismantled for the serial number and the DHR will be done. These findings will be reported on a supplemental report. Despite repeated requests for information, there is no patient history or device condition information reported by the health care provider. We are currently unable to comment on the condition or possible root failure with the available information.